Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital after family witnessed a seizure at home. The seizure was believed to be caused by alcohol withdrawal. The patient was found to be in ventricular fibrillation when emergency services arrived. The patient was defibrillated and received cardiopulmonary resuscitation and return of spontaneous circulation was obtained. The patient did not have a history of arrhythmia prior to heartmate 3 left ventricular assist device (lvad) placement and the patient did not have any electrolyte abnormalities. The patient had a ramp echocardiogram that showed quick decompression of the left ventricle. The arrhythmia was thought to be caused by a possible suction event. The patient to had a right heart catheterization which determined that right sided heart failure was not a contributing factor. The patient had no more seizures.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were caused by ventricular fibrillation (vfib). A direct correlation between the device and this event could not be conclusively established through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2022. No other atypical alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally, log files were sent for review. The log file captured low flow events on (B)(6) 2022. The low flow events were caused by the ventricular fibrillation arrest and were resolved by correcting the arrhythmia. The patient was unresponsive during the alarms.